Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the investigation results, a root cause could not be identified, as the event reported by the customer could not be reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed an e315 error code. The issue was found during inspection for use. There were no reports of patient harm.